Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer stated that the tampon fell apart upon removal leaving multiple small pieces remained inside her vaginal canal. She indicated that the event occurred on three or four different occasions. She was able to remove the remaining pieces.